Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump stopped delivering after she had used about half of her reservoir. The patient's blood glucose at the time of incident was 400 mg/dl. The customer did not feel any symptoms of high blood glucose; she said she felt fine. The customer treated with a bolus. Her blood glucose at the time of call was 245 mg/dl. Troubleshooting was initiated to inspect the pump for possible occlusions and causes for her hyperglycemia. There were no air bubbles in the tubing. A prime was successfully performed with the current set as well. The customer had slight bleeding at the insertion site but the cannula was not bent. A high pressure test could not be executed due to lack of a tubing clamp. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.